Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the navigation system was not providing video to the main cart monitor and the camera cart also did not connect. It was noted that the blue leds around both the power buttons were illuminated. The site tried to power down the systems and unplugged it from the wall for 10 minutes before they tried to power it back on. The cart to cart cable was also unplugged but the issue persisted. There was no patient involved.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735670, serial/lot #: (B)(4). No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: a hardware analysis was done in order to determine the cause of the issue. The analysis found that the bulkhead connector on the returned panel was damaged. Codes b01,c07,d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D9/h2/h3/h6: a representative went onsite to troubleshoot. When checking the connections, the computer was cycling power on and off. While connecting the system to the imaging system on the truck, they were not able to get a green line of communication. Bypassing the ethernet port on the navigation system resolved the issue. The system has an old-style input/output (I/o) panel, which should have been replaced when the computer was upgraded to a different version. A representative also attempted a data migration from the old solid state drive (ssd) to the new one after the computer and ssd were replaced. She continued to get error messages stating, "failed established base device for force drive snapshot" and "failed at step common database". She reseated the ssd re-seated, and switched the cable to a different usb, and rebooted the system with no resolution. She tried the old ssd in a new computer and it booted to a black screen "with linux writting" on it. The ssd itself was only with a samsung label, no mdt pn/label. It was likely os 1.0 and incompatible with the upgraded/refresh computer. It was advised to abandon data migration and just start with the new ssd in the refresh computer and load application and license discs individually, since they had some on hand to get through the demo. Technical services (ts) walked them through cart set up, network configuration and ae title to communicate with the demo o-arm on site. Codes b01, c13 and d02 are applicable. The ssd was returned and analyzed. The drive booted up and displayed video each time. No errors were detected. Codes b01, c19 and d14 are applicable. The computer was returned and analyzed. It would not boot. The screen showed a "no video detected" message on all video ports. It was suspected there was a failed processor board. Codes b01, c13 and d02 are applicable. D10/h2: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736356 serial/lot #: (B)(6) product ID: 9736403 serial/lot #: (B)(6) product ID: 9735818 serial/lot #: - product ID 9735670 was previously reported as a concomitant product, but it is longer an associated part. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.